Manufacturer narrative:
Returned pump analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4). \analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On 2015-10-07, information was received from a consumer via a company representative regarding a (B)(6), male patient who was receiving dilaudid 50mg/ml at 19.983 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2015 at 14:49, a motor stall occurred with recovery at 15:18. On (B)(6) 2015, the patient heard his pump alarming. On (B)(6) 2015, the patient went in for a refill. The healthcare provider (hcp) told the patient the battery needs to be replaced; the patient then stated that the printout they had said there was a motor stall. The pump was interrogated and the logs showed a motor stall on (B)(6) 2015 at 17:45 that had recovered at 20:58, another stall on (B)(6) 2015 at 10:26 followed by a stopped pump period may exceed tube set on (B)(6) 2015 at 10:26 with recovery on (B)(6) 2015 at 20:27, and another stall on (B)(6) 2015 at 23:57. The pump remained stalled. On (B)(6) 2015, the patient began to experienced flu-like symptoms reported as nausea, diarrhea, chills then hot, sweats and his "smell and taste have changed." The patient had been very sick "like he was in withdrawals." The patient was admitted to the hospital and received intravenous (IV) dilaudid while waiting for replacement. On (B)(6) 2015, the patient had their pump replaced. During surgery, it was found that the catheter was kinked and they were not able to aspirate it. The catheter was "unlinked," length was cut, and a new sutureless connector was added. The patient's status was reported as "alive - no injury" and the event had resolved. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.